Event description:
The pt is reportedly experiencing sound quality issues, and a decrease in sound performance. Testing of the device showed that the device is not functioning. Surgery to explant the pt's device will be scheduled.